Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The procedure was completed by used hand switch. A philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch sometimes did not work. Upon testing, fse performed visual check on the wired footswitch but no visible damaged found, suspected internal malfunction. To resolve the issue, fse replaced wired footswitch, after replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.